Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). See manufacturer's report number 2032227-2014-61760.

Event description:
Customer's father reported customer's insulin pump has malfunctioned and he wants a replacement. Customer has had issues with no deliveries and motor errors in the past. Customer's father stated this is not the same issue. The insulin pump is shutting off by itself. Customer's blood glucose was unknown. Customer's father stated that customer has passed out before, but is he fine. The device is being replaced. Customer is no longer using the device. Nothing further reported.